Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully tighten on to the pump. A test cap was used and was able fully tighten. Unrelated to the complaint, the display was dim and discolored. Additionally, the audio bolus button cover was missing. The button could not be tested. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.